Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to non function, occlusion, and redundant lead. Using a spectranetics 14f glidelight laser sheath and a medium visisheath, the ra lead was successfully extracted. The physician upsized to a 16f glidelight with a large visisheath to then extract the rv lead, using blunt dissection to near the distal portion of the lead, and the lead released. No change in patient''s blood pressure was noted at that time. Re-implant of leads was successful, and the physician closed the pocket. However, at this time, the patient''s blood pressure dropped and an effusion was noted. Rescue efforts began immediately, including sternotomy. A tear to the lateral wall of the superior vena cava (svc) was discovered, and repair was quickly made. Unfortunately, the patient was declared deceased. It was reported that the patient had a left persistent svc and there was likely an additional anomaly within the svc that may have created an additional lumen within the svc that contributed to the svc tear. There was no alleged malfunction of any spectranetics device in use during the procedure. This report is being submitted due to the glidelight device being used in the area of injury during the procedure.